Manufacturer narrative:
A philips field service engineer (fse) was dispatched for onsite service. The central station was configured to record 24 hours of waveforms and 50 hours of alarm storage. The issue was not reported until more than two days following the event and the fse was unable to retrieve the logs as this information was no longer available for both the bedside monitor and the piic. The fse evaluated the equipment and verified proper alarming at the bedside and at the piic central station. The fse further verified that the central station alarm volume was set at 4 and was audible. No trouble was found. This investigation was unable to identify the cause.

Event description:
The customer reported that the philips intellivue information center (piic) did not alarm during use. The device was in use at the time of the event and the patient passed away. The death was reported in (B)(4).